Manufacturer narrative:
The reported event of unsealed device packaging was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and no blood/tissue in the helix housing. The packaging box was not returned with lead for evaluation. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
It was reported during an implant procedure on (B)(6) 2024, a new right ventricular (rv) lead was opened and the nurse was concerned it opened too easily and may have not been sealed properly. The lead was not used and replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: g2.